Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a leak; subsequently bleed back was noted. The tubing set was being used to deliver an unspecified volume of normal saline. It was reported that the option-lok male adapter of the tubing set was connected to the patient's 20 gauge catheter, the spin collar was applied, and the delivery was started. After an unspecified length of time, leaking of solution was noted at the luer connection of the tubing set and the catheter. Bleed back was reported in the tubing set. The customer contact reported that the option-lok male adapter remained connected to the catheter; however, the spin collar was loose. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.